Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set leakage resulting in high blood glucose and hospitalization. The high blood glucose (1100 mg/dl) was addressed by lancet at night 10units, shots of hemologin insulin by pens and intravenous fluids. Length of hopsitalization was greater than 24 hours. The leakage was at the tubing. The duration of hospital stay was from (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : poland.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01263), was submitted. Upon completion of the investigation, the manufacturing date was updated as 28-oct-2022. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5402510, in question was manufactured at the osted site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5402510. The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5402510 was manufactured according to the work instruction (wi) [75] appendix 1 batchcard for production of packaging room on 28-oct-2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.